Event description:
It was reported to depuy synthes spine that the heads of two expedium extended tab polyaxial screws had separated from the screw shanks intra-operatively during rod reduction. The screws were positioned at l4 and l5, were the last two screws, and the rod had not been captured within these polyaxial screws with set screws. It was reported that the forces used to try to seat the rod at these levels were extremely high. The screws are not available for evaluation as the patient had a cardiac incident during closing and eventually passed away. The screws could not be retrieved. This report is being filed for the two expedium polyaxial extended tab screws, both catalog# 179732640, lot numbers are unknown.

Manufacturer narrative:
The screws are not available for evaluation and the lot numbers are unknown. Without lot numbers, reviews of manufacturing records cannot be completed. Review of product complaints found no emerging trends. Without product samples, we are unable to confirm the reported issue or identify the root cause. In the absence of product samples, lot numbers, or observed trend, this complaint will be closed with no further action required. Sales rep unable to retrieve.